Manufacturer narrative:
This report is submitted on december 22, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced an infection at the implant site and was subsequently treated with a topical antibiotic.